Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. "Turns green and displays error message (loose contact)" was unable to be confirmed. "Image partially flickers" was confirmed due to a faulty charged coupled device unit. Device evaluation found the following defect: a dent in the distal area of the cladding tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty charged coupled device unit, likely from wear and tear over time. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, image flickers, turns green and displayed and error code message (loose contact). The issue was found during reprocessing. There were no reports of patient harm.